Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing of the infusion set unlocked unintentionally and the cannula separated from the patient's body. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.